Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "buildup, 3 inches below collar bone, hard," and "capsular contracture," baker grade iii. Device remains implanted.